Event description:
Initial reporter indicated to our international mgr that they had a vns pt who was implanted in 2009 that had a cyst with liquid drainage in the location of the neck scar and generator pocket. The pt was admitted to the hospital at approx 33 days later. The treating physician cleaned the wounds, in the next day, the pt was readmitted over night to the hospital. In the following day, the pt went back to surgery. The pt's neurosurgeon explored the wounds and reopened the wounds. He also took some wound cultures. The pt was then treated with antibiotics. Reported depending on the results of the cultures the physician will decide if generator and lead needs to be explanted. Good faith attempts are being made for additional details surrounding the reported events.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization prior to distribution.